Event description:
The customer reported an overinfusion of ativan. The unit was set to deliver 8 mg/hr (drug concentration was 4 mg/ml). A 20cc volume (80 mg) infused over approx 4 hrs rather than the expected 10. The pt became hypotensive and required an increase in dopamine to keep him normal tensive.